Manufacturer narrative:
Upon review, this event was found to be a duplicate report of report number: 2183959-2018-61270.

Event description:
It was reported that the patient experienced a surgical procedure to reimplant an artificial urinary sphincter (aus) device after a previous aus was explanted due to cuff erosion into the urethra. The patient had the original aus removed in (B)(6)2019 and now had a procedure to reimplant an aus in (B)(6)2020. Since then, no further patient concerns were present.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that an aus device was reimplanted with an aus system after the patient had undergone salvage radiation treatment. Due to the impact of the treatment on his tissue, the existing ams 800 cuff eroded into the urethra, thus, the original aus implanted on (B)(6) 2016 was removed on 11dec2019. The patient was reimplanted with an aus on 21jul2020 and since then no further concerns about the patient's outcome are present.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.